Event description:
Cell washer repeatedly blew main fuse on back of unit. This was due to an imperfection in the design of the washer. The splashguard sets too high above the lip of the liner, which allows the conductive saline solution to seep underneath the magnet. This leaves a high risk of saline crossing the contacts, thus leaving the unit susceptible to a short.